Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a scheduled follow-up. Attempt to interrogation the device revealed error message. Device and programmer reboot was not successful. Using different programmer did not resolve the issue either. Download of a device image failed. The patient was stable throughout the interrogation. During the next follow-up, an engineering test page firmware download was performed successfully. The device parameters were planned to be reloaded. The patient will continue to be monitored.